Manufacturer narrative:
The user received a precautionary x-ray but no medical intervention was needed. .

Event description:
It was reported that a user sustained bruises and laceration to the hand while unloading the cot fastener due to sharp metal edges that were present on the device.

Event description:
It was reported that a user sustained bruises and laceration to the hand while unloading the cot fastener due to sharp metal edges that were present on the device.